Event description:
It was reported that the over temperature alarm was not activated when the temperature reached 40 degrees on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.